Event description:
Pt had indwelling catheter for urinary drainage. Pt having cesarean section. Bladder noted to be overdistended when procedure started. Catheter drained 200cc urine during cesarean section. Nurses question if the drainage hole on the catheter is faulty.